Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The tw drill 1.1x50mm 7mmstop w/nt (item# 01-7144, lot# 210575) was returned for investigation. It was determined that the 210575 etched on the body of these drills is the vendor's lot. Based on a review of inventory transactions and the customer's purchase history, there are 3 possible zimmer biomet lots: 210510, 210520, or 930610. Visual examination of the returned drill confirmed the product's identity. It was also confirmed that the drill was fractured, near the neck at the start of the fluted section. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR was not requested because the raw material certificate showed material is conforming to specification, including the material hardness. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section d4, d9, h2, h3, h6 and h10. D4 ¿ there are three (3) possible lot numbers lot# 210510, UDI# (B)(4), manufacture date: 16 feb 2015 lot# 210520, UDI# (B)(4) , manufacture date: 17 feb 2015 lot# 930610, UDI# ((B)(4) , manufacture date: 20 jan 2020.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Serial number: customer provided the vendor lot number / serial number (B)(4). However, this number appears to be invalid as there is no record of this vendor lot number. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(4).

Event description:
It was reported a drill bit fractured during an open reduction and internal fixation of a zygomatic fracture resulting in a one (1) hour delay. The drill tip broke when the surgeon fixed the infraorbital margin. The surgery was delayed for about an hour to find and remove the broken drill tip. The surgeon scraped the surrounding bone, took an x-ray, and removed the broken drill tip while locating the debris. It was reported that no further information is available.